Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited an increase in battery power consumption that ranges to a hundred and eighty percent. In addition, the logbook showed a lot of right ventricular automatic threshold tests (rvat) and failed telemetry. Technical services stated that the reason could be from failed radio frequency rf telemetry that resulted in higher battery consumption. Additional information indicated that a code 1003 was triggered due to low voltage. Data analysis indicated this occurred as a result of more failed rf telemetry. Technical services adjust the communicator location or turn off the communicator, in order to help reduce the amount of time of radio frequency interference (rf). The health care professional was going to have the patient disconnect the communicator until their in-office check. The device remains in service. No adverse patient effects were reported.